Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that both tabs was broken from the mount of the blade, it was also established that the blade was loaded incorrectly into the handpiece. The returned part was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The user manual for the handpiece states "insert the blade into the slot. Ensure the full insert line of the blade disappears in the blade retainer indicating the blade is positioned properly". The investigation results indicate that the user may have contributed to this event.

Event description:
It was reported that during a surgical procedure on the knee that the blade broke at the mount. It was also reported that there was a 2 minute delay and there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.